Event description:
It was reported that difficulties were encountered during deployment of a stent in a calcified lesion in the distal "rca". This was the second stent deployed during this interventional procedure. No pre-dilatation was performed, (contrary to IFU), and the stent was not observed to be fully apposed to the vessel wall after pressurization to 16 atmospheres, due to the calcium present in the lesion. The stent delivery system (sds) was then pressurized to 19 atmospheres (above rbp, contrary to IFU), and was reported to burst after approx one minute. The stent was observed to be fully apposed at this time, and the sds was withdrawn from the coronary. As the sds was pulled back into the 6f guiding catheter, resistance was encountered, and the guiding catheter, guide wire and sds were withdrawn as a unit. The distal segment of the balloon caught on the sheath and separated, remaining in the periphery. An unsuccessful attempt was made to use a snare device to retrieve the distal segment of balloon, then an 8f sheath was advanced and the balloon segment was drawn into it and removed from the anatomy. The pt was reported to tolerate the procedure well.